Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that patient experienced pericarditis and chest pain. Post-procedure and prior to patient discharge after a pulse field ablation (pfa) procedure using a farawave catheter the patient complained of chest pain and was found to have pericarditis. The patient's hospitalization was extended, but any medical intervention performed was not available. The patient fully recovered from the complication. The device is not expected to be returned for analysis due to disposal.

Event description:
It was reported that patient experienced pericarditis and chest pain. Post-procedure and prior to patient discharge after a pulse field ablation (pfa) procedure using a farawave catheter the patient complained of chest pain and was found to have pericarditis. The patient's hospitalization was extended, but any medical intervention performed was not available. The patient fully recovered from the complication. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned due to disposal, we have determined that the pericarditis and chest pain are known inherent risks with use of this product. Device history record review: a ship history review was used to identify the probable lot numbers for the device used in the procedure. The manufacturing batch record review confirmed that the lots found in the ship history review met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device was disposed of; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use confirmed that pericarditis and chest pain are addressed as potential procedural complications when using the farawave catheter. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the farawave catheter device confirmed that the events of pericarditis and chest pain known events defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave catheter device is acceptable. Investigation conclusion: based on the information provided, the reported event of pericarditis and chest pain are known inherent risks of the farawave catheter. As stated by the instructions for use, "potential adverse events associated with use of the farawave catheter includes, but are not limited to: pain or discomfort, for example: chest pain, infection/inflammation." There were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.